Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred, the target lesion, which was 80% stenosed, was located in the left circumflex artery, noted for its moderately tortuous and moderately calcified. The lesion was crossed using a 6f non-boston scientific guide catheter and a percutaneous transluminal coronary angioplasty wire, followed by pre-dilation with a 2.0 x 10 semi-compliant balloon catheter. A 12 x 2.75 promus premier stent was deployed for treatment. However, the physician encountered difficulties in crossing the lesion, and despite multiple attempts, the procedure failed due to the shaft breaking. The device was removed, and the procedure was completed using a non-boston scientific device. There were no complications reported in the patient, who remained stable after the procedure.